Manufacturer narrative:
Reporter: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Additional information: investigation. Investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation, bowel perforation, vc perforation, embedment, tilt, contact with psoas muscle. Sexual difficulties, fatigue, numbness in legs, shortness of breath, physical limitations, and traumatic brain damage. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported contact with psoas muscle. Sexual difficulties, fatigue, numbness in legs, shortness of breath, physical limitations, and traumatic brain damage are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to a41935 (tulip mi). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right femoral vein due to deep vein thrombosis in right leg. Patient is alleging tilt, vena cava perforation, organ perforation, embedment, bowel perforation, ivc filter contacts psoas muscle. Patient further alleges sexual difficulties, fatigue, numbness in legs, shortness of breath, physical limitations, and traumatic brain damage. Report from CT: "the hook of the cook celect retrievable ivc filter is at the l1-2 interspace. The ivc filter is titled medially and the hook is embedded with the ivc wall. All the struts of the ivc filter perforated the ivc up to 23mm. One anterior strut perforates the ivc wall 12mm and contacts the bowel. Four anterior struts perforated the ivc wall 147mm, 15mm, 15mm and 18mm and are embedded within the bowel. One posterior strut perforates the ivc wall 23mm and resides within the soft tissue. One lateral strut perforates the ivc wall 185mm and contacts the right psoas muscle. Two lateral struts perforated the ivc wall 6mm and 10mm and resides within the soft tissue." "Infrarenal ivc filter perforating through the ivc with struts extending extraluminal as describes above. The above mentioned ivc filter is considered temporary and removable. However, secondary to the position as described, it does not appear amenable to percutaneous endovascular removal."